Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited loss of capture, loss of sensing, and low impedance. The patient was asymptomatic. The lead was reprogrammed in the meantime. On (B)(6) 2016, the lead was capped and replaced. No further information was available.